Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing, and pacing inhibition. A lead issue was suspected. The patient experienced symptoms of pre-syncope. Surgical revision was performed to explant the lead. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.